Manufacturer narrative:
Baxter received this report through a medwatch and no contact details were provided to learn more information regarding the event. The power cord would need to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The power cord would need to be replaced to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed.

Event description:
Baxter received a medwatch to report the total care generic had copper wires exposed in the power cord. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported. No other information available. No bed name and no bed model provided. No serial # provided. No account # or address provided. No contact info provided. Unable to verify any customer info, therefore documented the complaint under the generic account # (B)(4) for hillrom to get the complaint in the system. No follow up regarding this issue due to the lack of information provided.